Event description:
It was reported that during a tympanomastoidectomy procedure, interface cables were properly connected to the mainframe, when doctor went to stimulate using the stimulating probe but no stimulus was being delivered and 0.00 showed under the stimulus setting while trying to stimulate indicating that current is not being delivered. The site then switched to another nim pi using same disposables, after which the stimulus worked fine and received a positive emg response on the nim. The site then switched back to the nim pi that wasn't stimulating and displayed (0.00), after a re-boot and stimulus was working fine. The pi box will be sent in for repair and to checked for a possible board defect under the stim 1 and stim 2 ports on pi box. Electrode check was passed and showed green on console. The procedure was completed using the another device and there was no patient impact.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. H3: analysis found that the reported issue could not verify with stimulus. There was no problem noted on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.